Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately to button presses. The keypad cover was removed and no defects were found to the button contacts or to the keypad flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok, up arrow, and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.